Manufacturer narrative:
As of 06/24/2022 a recall has been initiated through report 1038758-06-24-2022-002-r. Currently all product is on hold at aso warehouses and at cvs until the investigation is completed.

Event description:
On 05/25/2022 a consumer reported the following: "I purchased 3 boxes of surgical pads after having a surgery. The pads disintegrate after opening. They disintegrated so much that they got stuck in my surgical wounds. On 6/23/2022 the customer returned our standard form "customer information request" (cir) with the following responses to our questions: please explain what happened? Consumer response: I purchased product following a surgery and the product fell apart and into my incisions. Product needed to be removed piece by piece. Do you still have the product? Consumer response: no - other after I sent pictures to sedgwick, I was told I could throw the product out. Note: sedgwick is the third party company that cvs uses to handle customer complaints. Did you require any treatment? Consumer response: once the product was removed I required additional surgeries for the abscess recurring and growing out different bacteria. Did the symptoms correct after you stopped using the product? Consumer response: once I stopped using the product and switched to another brand - I had no issues with their product falling apart or disintegrating. Note: a copy of the cir report is attached to this report.